Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, physical damage to the flow sensor assembly was observed. The device's flow sensor assembly was replaced to address the issue.